Event description:
After deploying a plastic biliary stent something was sticking out of the stent. Physician was able to retrieve the object successfully. The object was part of the coating on the guidewire used for the case.